Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a revision procedure, insulation damage was observed on this right atrial (ra) lead. This ra lead was surgically abandoned and replaced prior to pocket closure. No additional adverse patient effects were reported.